Manufacturer narrative:
A ge representative evaluated the system and repaired a connector on the hard drive. The system operates as intended.

Event description:
The customer reported the system will not hold an image on screen after releasing the foot pedal. No patient injury was reported.